Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed testing for o2 low flor and nurse call. The device's active exhalation control module needs to be replaced for the o2 low flow and the interface board needs to be replaced for the nurse call. No repairs were performed. The device has been scrapped.